Event description:
It was reported that during the use of the device for a non-clinical activity, the unit was working, but the service light was on and the unit was alarming. The perfusionist found this issue when they turned it on to test the unit after its preventative maintenance. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) confirmed the complaint record. The fsr rechecked the analog /digital (a/d) board calibration and found the final voltage reading of 2.820 vdc was reading 5.6 vdc. After the fsr replaced the a/d timer board, the unit operated to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.